Event description:
It was reported that during equipment testing conducted at the user facility by a manufacturer field service technician the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility by a manufacturer field service technician, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete.

Manufacturer narrative:
The reported event was confirmed. The device was repaired and returned.